Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was implanted incorrectly. A hakim valve was previously implanted in the patient¿s body. The hakim valve was replaced with the complaint valve as the surgeon needed to change the place of the catheter. The complaint valve was implanted to the patient on (B)(6) 2019. Initial setting was unknown. The valve was not tightened because it did not have a suture hole. The procedure was completed. But a catheter with the valve was out of the position. It was confirmed on (B)(6) 2019. The surgeon is planning that readjustment by fixing a right angle (the product number: 82-3049) connector on the skull.

Manufacturer narrative:
Sample was received for evaluation. The position of the cam when valve was received was at setting 2. -the valve was visually inspected; needle holes in the needle chamber were noted as well as biological debris inside the valve and the siphon guard. -the valve was hydrated per internal procedure - the valve was tested for programming according to internal procedure. The valve passed the test. -the valve was flushed per internal procedure, the valve failed the test an occlusion was noted at the ruby ball. -the valve could not be leak tested per internal procedure. Due to the occlusion at the ruby ball. -the siphon guard was removed. -the siphon guard was tested per internal procedure. The valve failed the test due to biological debris. -the valve could not be pressure tested according to test method of internal procedure, due to the occlusion at the ruby ball. -the valve was dismantled and was examined under microscope at appropriate magnification: - biological debris was noted on the ruby ball, cam/ball arm assembly, flat spring of cam/ball arm assembly, rotation construct, and in the casing, biological debris was also blocking the siphon guard. -the root cause for the problem noted during the investigation is due to biological debris noted on the ruby ball, cam/ball arm assembly, flat spring of cam/ball arm assembly, rotation construct, and in the casing, and biological debris was also blocking the siphon guard. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. (B)(4) have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The procedure was ventriculoperitoneal shunt. The patient lied down for long time because she is baby and the valve placed behind the ear was often impinged on floor. Therefore the valve and the ventricular catheter were moved. Furthermore, the right angle connector was moved to ventricle side.the ventricular catheter was stuck in ventricle and bleeding was observed. The valve and the ventricular catheter were replaced new one. And the new valve was fixed.